Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 24jun2019. The data acquisition(daq) printed circuit board assembly (pcba) was replaced the device was reported operational and complies with the manufacturer's specifications. During failure investigation (fi), a visual inspection of data acquisition printed circuit board assembly (da pcba) revealed no evidence of damage or contamination. The da pcba was installed into a failure investigation device and tested there were no failures identified with the returned da pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ¿pressure accuracy¿ test failed. No patient or user harm was reported. The event date was not specified; estimate used.